Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned approximately 2.5 years post index procedure with a type ia endoleak. The physician elected to re-intervene by placing a genesis xd across the unsupported part of the graft into the second and first sealing ring, successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the proximal loss of seal was found to be user related due to the incorrect sizing of the aortic body from the use of a non-contrasted CT study for planning. There was a persistent leak seen at implant along with irregular seal ring configuration which likely contributed to the event. Procedure related harms and the final patient disposition could not be determined due to the lack of medical information surrounding the event, however, the patient reportedly had a successful endovascular repair with no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).